Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and the cause was not known. The cartridge and infusion set were changed. Bg lowered. Recommendation was made for customer to consult with a healthcare provider.